Event description:
Baxter reports that the spike of a transfer set had become blunt and would not connect to the spike port. The event occurred when exchanging bags. The transfer set had to be replaced as a result. During a follow-up by the affiliate in 2006, it was discovered that the patient was administered with 1.5g of zinacef i.p. (Intaperitoneal). This new information made this a reportable event. Although prophylactic antiobiotics were administered, there was no patient injury indicated at the time of the initial report.